Event description:
Additional information received. Rep responded back from follow up sent. Rep reported patient's weight was not made available. Serial number for ins was provided and device will not be returned as rep did not have possession of it. High impedances still exist and programs do not use electrodes with high impedances, patient reports getting good therapy with activated electrodes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the caller was attending a replacement of the patient's ins. When the leads were placed in the channels, all were green expect electrode 10 which was high on the previous ins as well. After the setscrews was torqued, rechecked and the impedance and again 10 was red. The caller also tested full electrode impedance and those showed that they were normal expect for 10. The caller ran the connection check one final time during the case and electrodes 8- 15 were all displaying a red x. The caller indicated that following the case they rebooted the clinician programmer and the same high impedances were displayed. The impedances were as follows; ref 0 8 1280 9-15 40000, ref 8 9-15 40000, ref 9 all values are 40000. The caller confirmed that all pairs on ref 10-15 were 40000. The caller indicated they planned to program with electrodes 0-7 to try to gain coverage for now. No symptoms were reported.